Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main half-height smart drawer 3.1 consistently failed. The field service engineer (fse) found that the pyxibus cable was not properly secured. The fse secured the cable and logged into the hardware test application to run a final test on drawer 3.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer kept failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.